Event description:
It was reported that while using the surgical fiber during a prostate procedure, the fiber tip detached inside the pt; retrieved using a dormier tool. The case was completed using a second fiber. Pt or user outcome: "no damage".